Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up the device was unable to interrogate. A potential damage to the device was suspected due to the patient receving radiotherapy near the device. The device was explanted.

Manufacturer narrative:
The reported communication anomaly was confirmed and was due to a low battery voltage. The device was connected to a new battery and tested; no anomalies were found and current drain measurements were normal. The battery was returned to the vendor for further analysis. No anomalies were found. The device was reported as being exposed to ionizing radiation prior to the loss of communication. The cause of the battery depletion could not be conclusively determined.